Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30878411) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient who was suffering from a left posterior communicating artery aneurysm underwent a stent-assisted aneurysm embolization procedure. After the complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30878411) was ready to be detached, the physician used the detachment box to detach the coil it was found that the coil was unable to detach; the physician made another attempt but the coil still failed to detach. A new coil was used a replacement to complete the procedure. There was no adverse event or patient complication reported. The complaint coil is not available to be returned for evaluation and analysis. On 21-mar-2023, additional information was received. The information indicated that the coil was successfully removed from the patient; it was not stretched when it was removed. The coil was still attached to the delivery system when it was removed from the patient. The concomitant microcatheter used was an sl-10® microcatheter (stryker); the same microcatheter was used to complete the procedure. The stent used was a 4mm x 23mm enterprise 2 stent (encr402312 / 7121765). The replacement coil was not another 1mm x 3cm galaxy g3 mini. The information indicated that the fault light was not seen during the procedure. Upon pressing the power button, all lights illuminated. The green system ready light illuminated, the detachment light was illuminated, and the audible signal beep was heard during the detachment cycle. All connections fit without the application of excessive force. There was no allegation of patient injury or any negative patient impact due to the reported device issue. There was no clinically significant delay in the procedure as a result of the reported issue.